Manufacturer narrative:
Device is a combination product.   (B)(4). A synergy ous, mr, 3.0x28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the fourth strut on the proximal stent end was lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 04-may-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A non-bsc guidewire crossed the lesion. Predilation was performed with a 2.0x15 balloon catheter. A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a 3.0x30mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.